Manufacturer narrative:
No sample was available for evaluation. Unable to identify the type of cassette or lot number. No DHR review possible however cassettes are not released without a process evaluation and quality review.

Event description:
A peritoneal dialysis nurse manager reported that there was a fluid leak in a cycler. The nurse did not provide any additional information nor was she present with the cycler at the time of the call. Follow up attempts were made without success. Unable to gather additional information about the event. No patient data or device data available.